Event description:
The report received from the affiliate indicates that there was a crack in the hub of the sds, and leakage was noticed during use. There was no report of pt injury. Additional pt and procedural info has been requested, but has not yet been forthcoming.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt. This product is distributed outside the us, but is similar to us distributed stent delivery systems.